Event description:
It was reported that 5 days after a coronary drug eluting stenting treatment procedure, the pt died. The pt had a myocardial infarction (mi) less than 72 hours prior to the initial procedure. The lesion being treated was a non tortuous, unknown stenosis, in the left anterior descending (lad). The physician deployed the taxus express2 8.8% 3.5 mm x 20 mm drug eluting stent successfully. The physician did not encounter significant resistance during insertion of the device. No procedural complications were reported. The pt was discharged 3 days later and expired at home two days later. The cause of death is reported as "arrhythmia. The stent was patent.